Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient experienced severe groin pain after insertion, which limited activity. The patient underwent an additional procedure to remove the mesh as pain was not resolved. Additional information has been requested.